Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The device was above elective replacement indicator (eri) level upon receipt. Electrical and mechanical analysis performed indicated normal functionality, and output signal verification found all pacing parameters within normal range. Additionally, visual inspection of the header and connectors found no contamination or foreign material. Longevity assessment was performed, and the device was in normal range of operation with appropriate remaining longevity.

Event description:
It was reported that the patient presented for a follow up visit to the clinic one week post implant with slight drainage on lateral aspect of the incision. Pocket revision was performed on (B)(6) 2024. Folliculitis was noted at time of pocket revision. On (B)(6) 2024, the patient arrived at the clinic with no sign of infection, the patient continued to take antibiotics throughout the prescription and had a visit to the office on (B)(6) 2024 to reevaluate the incision. Additional drainage was seen during the follow-up visit on (B)(6) 2024. The entire system- pacemaker, right atrial lead and right ventricular lead was explanted on (B)(6) 2024. The patient remained in stable condition.

Manufacturer narrative:
Further information was requested but not received.